Event description:
The facility reported a pt woke up during the night in 2001 and was experiencing pain in abdomen during treatment on the homechoice machine. The pt received a 2240 alarm during the therapy. Per the affiliate, the physicians report indicated air in the pt's abdomen. Leak was identified by the service center when moisture was noted in pneumatic area of returned homechoice device. No pt injury or medical intervention was reported by the affiliate.